Event description:
Additional information was received indicating the issue occurred prior to use, the infusion was not life sustaining and there was no patient involvement.

Manufacturer narrative:
One medfusion pump was received with no notice of external damage. The event history log was reviewed and there was a travel course reverse alarm in the history. Multiple flow and occlusion tests were performed and there reported issue was unable to be duplicated. After checking the event history, it was noticed that the clutch was released during an infusion causing the travel course reverse error. The issue was caused by the user. The clutch halves left and right with leadscrew and spring were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a travel reverse error, check clutch error and a check plunger error. There was no reported adverse event.